Manufacturer narrative:
Investigation pending.

Event description:
Home health nurse had discrepant high results on one new patient twice. Other patients tested with the same box of strips were fine. Week prior: (B)(6) 2010: inratio: >7.5, 7.0; lab: 4.0, 4.2.